Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis noted that the device was implanted after the ubd (use by date).

Event description:
It was reported that a device was implanted after the use by date. The device is still in use. No patient complications have been reported as a result of this event.